Event description:
It was reported that during an unknown procedure, the clips were failing to occlude the vessel once fired. The site used a new one to complete the case. There was no patient consequence.

Manufacturer narrative:
D4; h4, h6-information anticipated, but unavailable at this time.